Event description:
During pt treatment with the model 3100a, the mean airway pressure suddenly changed from 10.5 to 15 cm h20, and the oscillatory pressure changed from 21 to 8 cm h20. The pt was placed on another 3100a without compromise.